Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, lead, implanted: (B)(6) 2011. (B)(4). Evaluation summary: preliminary analysis found that the device incurred one firmware-initiated por (power-on-reset) with no reason code on (B)(6) 2015. Further analysis confirmed the no reason por stored in device memory. Repeated attempts to induce a por were unsuccessful during the analysis. The device functioned nominally with regards to pacing output, lead impedance, regulated supply and reference voltages, and high voltage charging. There was no evidence of arcing on the device exterior or within the device assembly. The perimeter of the stacked chip scale package (scsp) component was optically inspected; no anomalies were observed. With the device fully functional, the analysis was terminated due to an inability to reproduce the reset experienced in the field. No anomalies were found that would account for the reset.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. No patient complications have been reported as a result of this event.